Event description:
It was reported that an xact stent was successfully implanted in the right internal carotid artery. After filter removal, the pt experienced asymptomatic bradycardia and hypotension. Concomitant medication hydrodiuril was held. Post procedure the pt experienced blurred vision that resolved within 3-4 mins without treatment. The pt was discharged to home the next day. The bradycardia and hypotension improved but continued at the time of discharge. All concomitant medications, including hydrodiuril, were resumed. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Bradycardia, hypotension, visual disturbances and neurological events are known potential adverse events associated with the use of the product as listed in the instructions for use. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Bradycardia and hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.